Manufacturer narrative:
H.6. Investigation summary: no DHR review can be carried out as lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see section h.10

Event description:
It was reported that medication leaked when removing needle after injection with a unspecified bd pen needle. The following information was provided by the initial reporter, translated from japanese to english: drug leaked when detached the needle from skin.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked when removing needle after injection with a unspecified bd pen needle. The following information was provided by the initial reporter: drug leaked when detached the needle from skin.